Manufacturer narrative:
The user reported receiving a "scan your novopen again" message when not owning a novopen device. The reported issue was investigated and attempted to replicated. The reported issue is not an app malfunction. Scan your novopen again message might appear if there is an nfc (near-field communication) readable item, such as a credit card, in the customer's phone case. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified issue was reported with the abbott diabetes care (adc) device in use with samsung galaxy s23 ultra 5g with operating system 14 with software version 2.11.2.11107. The customer was received a message "try to scan yow new pen again". As a result, the customer was unable to monitor glucose with sensor readings and experienced weakness requiring non-healthcare professional (non-hcp) treatment of "sumo". There was no report of death or permanent impairment associated with this event.

Event description:
An unspecified issue was reported with the abbott diabetes care (adc) device in use with samsung galaxy s23 ultra 5g with operating system 14 with software version 2.11.2.11107. The customer was received a message "try to scan yow new pen again". As a result, the customer was unable to monitor glucose with sensor readings and experienced weakness requiring non-healthcare professional (non-hcp) treatment of "sumo". There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.